Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the issue was most likely patient condition related since the thrombus was observed in carotids and during the support, the patient was hemodynamically stable during the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 62-year-old female undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. The patient was very stable hemodynamically and weaned off/explanted well. Patient experienced an embolic stroke and sent to neuro interventional radiololgy (ir) for thrombectomy after explant. The patient had extremely occluded/stenosed carotids and neuro was able to successfully remove the thrombus in ir. Based on the findings, the team believes the stroke was unrelated to impella and was due to existing carotid occlusions. Patient neurologic status improving.